Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in an adult female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, depression, vaginitis, vulvovaginitis, genital disorder female, chronic cervicitis, nabothian cyst, adenomyosis and benign fallopian tube neoplasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- abdominal pain and menorrhagia. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr was received. New events added- abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), nausea were added. Lot number was added. Medical history and lab data were added. Reporter information was updated. On 10-jul-2019: pfs and mr was received. No new information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') in an adult female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, depression, vaginitis, vulvovaginitis, genital disorder female, chronic cervicitis, nabothian cyst, adenomyosis and benign fallopian tube neoplasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and nausea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- abdominal pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.